Event description:
For two years I¿ve had an increase in symptoms including depletion (utilize bio te for treatment), brain fog, over exhaustion, lack of movement, mood swings, low libido, memory issues, ongoing uti infections. I attribute all these symptoms to having a depleted immune system due to breast implants. I explanted on (B)(6) 2019.